Event description:
It was reported that the ventilator generated a technical error code indicating a disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. Identification of issue has been done by analyzing problem description, service report and device¿s logs. The problem has been resolved by replacing the dc/dc & standard connectors circuit board. The issue was decided to be reported as technical error indicates that ventilation stopped. The signal indicating disabled valves has stopped power supply to gas modules and safety valve. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 02/21/2018. Corrected manufacture date: 02/13/2018. Previous usage of device: unknown. Corrected usage of device: reuse.